Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device broke intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. This screw would not advance and then was unable to be removed. The screw was intended to be removed, but was left in the patient. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the reported devices were used in surgery for the olecranon fracture on (B)(6) 2016. The surgeon used va (variable angle)-olecranon plate with two holes. Although the reported two screws were inserted to the olecranon, the screws length seemed short. At first, he tried to take off the 1st screw but it was not taken out of the plate. Because the screw did not put too much torque, he tried to turn it counterclockwise a few times. But the 1st screw could not be removed. Finally, he left the 1st screw in the patients body. After that, the surgeon tried to remove the 2nd screw. But the screw head came off. Some parts of the broken screw were removed from the patient. The surgery was extended for 15 minutes. After the surgery, the surgeon took x-rays and confirmed that there were no fragment left in the body. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: unknown variable angle plate, quantity 1.